Event description:
During verification testing at the svc ctr, unrestricted flow was noted when the door was opened.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6).